Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component was confirmed and not duplicated. The combination of the transducer faults at power-up/auto-zero with successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero check. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the reported event is the main printed circuit board assembly (pcba). After replacing the main pcba, the issue was resolved. The fsr continued performing preventative maintenance and returned the device to service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault, ventilator inoperable, and motor fault alarms. The customer performed troubleshooting, but the issue went unresolved. The field service representative determined the most likely cause the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.